Event description:
Consumer reports higher than expected readings. Analysis run on clark error grid using competitive readings (60) vs. Bd readings (495) yielded data points in the e range of the grid-outside acceptable limits.